Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of a past event that was never reported. Customer states that three years prior, he was driving home and blood glucose was 23 mg/dl. Customer reports to have driving before with blood glucose at 50 mg/dl as well. Customer is very happy with sensor and have had not issues with sensor. No further information provided.